Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the issue is related to the IV tubing spontaneously broke apart when removing from pump.

Manufacturer narrative:
The customer reported the IV set broke apart at the pump, and returned one photo of an alaris pump set. The photo was examined, and the complaint of separation at the lower fitment (silicon press fit) was verified. There is no physical sample available for investigation. The root cause for the issue is unknown and cannot be determined without the physical sample. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided